Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the pump battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/02/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/14/2014 with the following findings:during a visual inspection of the pump, the battery compartment was confirmed to be cracked. The returned battery cap secured properly to the pump, and a power loss was not observed. No evidence of moisture ingress was found. Unrelated to the complaint, the display screen text appeared dim, faded, and discolored. Additionally, all of the keypad buttons were intermittently unresponsive and required multiple presses to engage. No damage was observed to the pump keypad cover. The keypad cover was removed and contamination was found under all button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.